Event description:
A nurse reported that knives are sometimes dull and sometimes have a bent tip. Additional information was requested. Additional information was received from the complainant which confirmed that an alternate knife has been used to complete each procedure with no impact to the patient. This is the fifth of five reports for this facility.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information was requested. (B)(4).